Manufacturer narrative:
Lens was returned with some moisture in microcentrifuge vial. Visual inspection found no visible damage on the lens. (B)(4).

Manufacturer narrative:
Initial lens was implanted on (B)(6) 2016. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the u.s. (B)(4). Conclusion code: this device is contraindicated for use in patients under 21 years ((B)(6) year old patient).

Event description:
The reported indicated that a vicmo12.1 implantable collamer lens with a -9.50 diopter was implanted on (B)(6)2017 in the left eye (os). The patient was (B)(6) years old at the time (this model is contraindicated for use in patients under the age of 21) the patient's iop elevated without pupil block or angle closure, so the surgeon explanted the lens on (B)(6)2017. This is the same patient as MDR # 2023826-2017-01286.